Manufacturer narrative:
The everflex entrust stent delivery system, (sds), was received for evaluation along with a second everflex entrust sds which was also used in the same procedure. There was no issues note with the first device the second entrust sds was received with the red safety tab and tube removed from the deployment handle. Neither the red safety tab or tube was returned with the device. The entrust sds was received stuck on a 0.035¿ compatible guidewire. The 0.035¿ compatible guidewire protruded from both ends of the entrust sds. The handle¿s safety tab cavity was examined; the inner guidewire lumen exhibited a series of kinks and the pull cable appeared to be under tension. Back lighting of the distal end of the sds silver colored outer sheath was performed to determine the location of the proximal end of the stent; the outer sheath was marked at the location of the proximal end of the stent. Approximately 19 mm of the 100 mm length stent was protruding from the distal end of the sds silver colored outer sheath. The sds handle printed strain relief was skived to allow the handle to be opened for further analysis. The pull cable was found to be properly routed and remained attached to the thumb wheel. The inner guidewire lumen appeared to have a tight ¿z¿ kink. An attempt to straighten out the inner guidewire was done in effort to remove the 0.035¿ compatible guidewire. When the guidewire was pulled proximally out of the inner guidewire lumen the guidewire separated at the most proximal kink of the ¿z¿ kink. The guidewire was pulled distally and the 100 mm length stent deployed. The pull cable was cut at the thumb wheel and the proximal guidewire lumen hub, was cut to allow the isolation sheath to be advanced proximal over the outer sheath. The proximal end of the silver colored outer sheath was examined; the pull cable remained bonded to the outer sheath. A crust of dried sanguine residue was noted on distal end of the inner guidewire lumen that ran to approximately 15.3 cm proximal from the distal end of inner guidewire lumen. A series of six kinks were located approximately 36.7 cm, 37.9 cm, 38.4 cm 39.2 cm 40.0 cm and 40.6 cm from the distal end of the inner guidewire lumen. The kinks in a tight tortuous anatomy would affect the outer sheath¿s ability to advance proximally over the inner guidewire lumen. The ¿z¿ kink damaged the inner guidewire lumen from approximately 151.8 cm to 154.5 cm proximal of the distal tip of the inner guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician performed percutaneous transluminal angioplasty (pta) of the left superficial femoral artery with crossover from the right. After pre-dilation with a non-medtronic 5x150 balloon the physician intended to use a 6 x 150 mm everflex to treat the lesion which was unevenly opened to a length of 12 cm. The device was advanced easily but the stent did not deploy. There was some spin noted to the release wheel before it became locked. The device was removed from the patient and another 6x100 everflex device was used and the same issue occurred. Dilation with a inpact pacific device was performed and the procedure was terminated.